Event description:
As described to 3m: customer reported head separated from shaft during use. Carbide head was lodged in bone; surgeon elected not to remove fragment from bone. Pt was closed with carbide head in place.